Manufacturer narrative:
(B)(4).

Event description:
According to the reporter two balloons burst unexpectedly during a laparoscopic inguinal hernia repair procedure. Surgery time was not delayed by more than 30 minutes. There was no unanticipated blood loss of 250cc or more. The incision was not extended by more than one inch. There was no unanticipated tissue loss. A new device was used and available to finish the procedure.